Manufacturer narrative:
Device discarded by customer.

Event description:
It was reported by the user facility that the femoral canal brush got stuck twice in the canal and had to be removed with vice grips. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.